Event description:
The patient had the prostiva procedure (B)(6) weeks ago. He has had 3 consecutive catheters and was on "sulfa" drug, which he was supposed to stop taking. His urine has also been cloudy and foul smelling since the procedure. He questioned if his procedure was "botched". He had to go to the ER to get his last catheter after not being able to void on his own. A cystoscopy was done and appeared to be fine. A "lump" or "stone" was mentioned while at the ER. A week later it was reported that there was blood in his urine and it was sometimes solid. He was going to try to see a doctor. Additional information has been requested.

Manufacturer narrative:
(B)(4) - cloudy/foul smelling urine.